Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon additional follow up, while performing bilateral lasik, a superior tissue bridge (approximately 3 x 1.5 millimeters) became visible in the area of the right eye which could not be separated. Event resolved with treatment. Normal post lasik therapy was applied. Enhancement lasik procedure was done. In the surgeon's opinion, flap was not completely cut by the laser. Patient reports glare and is experiencing anisometropia disorder.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The system was successfully verified prior to the date of event and deinstalled. No abnormalities found. Log file review shows that all started treatments were completed to 100% without interruption and all laser system functions were within specifications at this day. Company clinical applications specialist reported that due to "shading of the laser area" caused by eye grease is the most possible root cause. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Eye grease is considered as most possible root cause. Potential contributing factors to the incomplete flap may be movement of the patient, improper docking, too much fluid on the eye, inappropriate setting of spot separation or pulse frequency of the laser and others. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported a small part of the flap could not be opened during a patient's right eye refractive procedure. When docking the right eye of the patient, the patient moved too much so the patient had to be docked again. This left some "eye grease" on the interface. There is an internal instruction to not wipe over the interface so the "eye grease" remained on the interface. Patient was immediately docked again. Re-docking and lasering seemed to be normal. When flap was opened, a small part (area under the "eye grease") could not be opened since tissue bridges were still present. The surgeon decided to not force a separation due to the risk of tearing and agreed to perform a pure bed cut after sedation of the stromal bed after 14 days. Upon follow up with the company clinical applications specialist, the doctor reported that the flap seemed to be very small in size. The surgeon informed that when the tissues became clear and transparent then a post laser treatment can be performed. The patient's other eye has received treatment since without any complications. The patient is disturbed with vision the way it is as the left eye sees well and the right eye is blurry.